Event description:
One cm prong of sterilmed reprocessed. Sonicision broke off during procedure (dissector jaw piece). Noted to be missing during procedure. Verified by x-ray in pacu. Surgeon decided it would be unnecessary to do exploratory laparotomy.